Manufacturer narrative:
(B)(4).

Event description:
It was reported that interrogation of the pulse generator prior to implant found that rf telemetry was unavailable. The device could be interrogated normally with the wand. The device was not used.

Manufacturer narrative:
No conclusion code available. Final analysis of the pulse generator found that rf telemetry was disabled. The reason for rf telemetry being disabled could not be determined. After a device software download, rf telemetry was restored and normal device function ensued.